Event description:
It was reported that stent damage occurred. The target lesion was located in the left circumflex coronary artery. After the lesion were crossed with a 3.5 non-bsc guide catheter, a guidewire and pre-dilated with a 2.5x20 balloon catheter, a 3.50x24mm promus element plus drug-eluting stent was advanced for treatment. However, the tip of the stent struts were lifted up after several attempts due to severe calcification. The procedure was completed with another bsc stent. There were no patient complications reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left circumflex coronary artery. After the lesion was crossed with a 3.5 non-bsc guide catheter, a guidewire and pre-dilated with a 2.5x20 balloon catheter, a 3.50x24mm promus element plus drug-eluting stent was advanced for treatment. However, the tip of the stent struts were lifted up after several attempts due to severe calcification. The procedure was completed with another bsc stent. There were no patient complications reported and the patient's status was stable. It was further reported that the target lesion was severely stenosed, severely tortuous and severely calcified.

Manufacturer narrative:
B5. Describe event or problem updated. Device evaluated by MFR.: a promus element plus ous 3.50x24mm stent delivery system was returned for analysis. Examination of the stent identified stent damage. Stent damage noted with the first 3 distal struts found to be bunched. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Examination of the tip found no issues. Examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.